Event description:
A talent stent graft system was implanted in a pt for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm morphology was not reported vessel morphology was reported as mild tortuosity and moderate calcification. The aortic neck was 15 mm in length, 27-28 mm in diameter, angulated 45 degrees, and had moderate thrombus. It was reported that the talent bifurcated stent graft was inadvertently implanted about 5mm below the renal arteries, which resulted in a proximal type I endoleak. The physician elected to intervene by placing a 36 mm talent aortic cuff, which successfully resolved the type I endoleak. No additional clinical sequelae were reported and the pt is fine.

Manufacturer narrative:
(B)(4). Evaluation results: (endoleak), (aortic neck with angulation and thrombus), (stent graft was excessively oversized).